Manufacturer narrative:
Evaluation of the device indicated it had been used well beyond its useful life and worn turbine support components contributed to the head cap coming loose.

Event description:
The head cap component came off the handpiece during use. The patient was not injured and all parts were retrieved.